Event description:
During a remote follow up, r wave amplitude variation was noted on the right ventricular (rv) lead. It was noted the rv lead was dislodged. During the repositioning procedure, it was noted the helix was unable to extend. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were dislodgement, r-wave amp variation, and the helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of r-wave amp variation was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found the inner coil over-torque at the connector region. After cleaning, the helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil and the helix being clogged with blood/tissue.